Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fail" and "pacer fail" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll approved service provider evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device's pace/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled", "defib fault 72", and "pacer fail" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.